Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted concurrently with anterior and posterior repair due to sui, rectocele and cystocele. It was reported that following insertion the patient experienced pain, erosion of internal tissues, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, neuromuscular problems, vaginal scarring and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent mesh excision on (B)(6) 2005.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of internal tissues, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, neuromuscular problems, vaginal scarring and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent mesh excision on (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention and difficulties in voiding.

Manufacturer narrative:
It was reported that patient underwent an exam under anesthesia and right pudendal nerve block on (B)(6) 2015 due to chronic pelvic and right pudendal nerve pain. It was reported that patient underwent transvaginal injection of obturator internus and levator ani muscles with botulinum on (B)(6) 2015 due to chronic pelvic pain with severe obturator internus and levator ani myofascial pain refractory to conservative treatments and physical therapy.